Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo gyn. According to the reporter: after inserted, it was found that the gimbal seal had completely come off. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.